Event description:
It was reported that a patient had a shocking or jolting sensation with her stimulation device about a year ago. It was not clear if this ever cleared up for the patient or not. The reporter stated that the shocking occurred at the implantable neurostimulator location. Six days later it was reported that "this was the second one" the patient had had with the issue. It was unclear if "second one" referred to another device or another event with a shocking or jolting sensation. Ten days later, it was reported that the shocking sensation occurred both prior to and following a pocket revision. It was noted that the reported reason for the pocket revision was unrelated to the shocking sensation. The reporter stated that the resolution to the shocking sensation was "good for a while." It was unclear if any diagnostic testing was performed or any malfunctions were seen. A follow-up report will be made if additional information becomes available.

Event description:
Additional information stated that the patient's implantable neurostimulator and lead were successfully explanted. The patient recovered without sequela.

Manufacturer narrative:
Product ID 3093-28, lot # v535396, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead.

Manufacturer narrative:
Product ID 3093-28, lot # v535396, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).